Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. When the pullback run was finished, the physician felt the device was tight with resistance, but continued to remove. Once the device was outside the patient, it was noticed that the distal tip of the ivus catheter had broken off after the marker band. X-ray revealed the marker band was still on the wire that was down in the lad. A second wire was sent down the lad and a 3.0mm balloon down the second wire. The balloon was inflated distal to the marker band and then pulled back which pulled the broken tip of the ivus catheter back into the guide catheter and from there, out of the body. The lad was rewired, and the procedure completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked. The tip was stretched and totally torn from the exit port until the distal section of the tip.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. When the pullback run was finished, the physician felt the device was tight with resistance, but continued to remove. Once the device was outside the patient, it was noticed that the distal tip of the ivus catheter had broken off after the marker band. X-ray revealed the marker band was still on the wire that was down in the lad. A second wire was sent down the lad and a 3.0mm balloon down the second wire. The balloon was inflated distal to the marker band and then pulled back which pulled the broken tip of the ivus catheter back into the guide catheter and from there, out of the body. The lad was rewired, and the procedure completed with another of the same device. There were no patient complications.